Event description:
It was reported that the customer had high blood glucose levels of 167.4 mg/dl. The customer reported that the insulin pump has stopped working. The customer reported that a new reservoir was installed on the insulin pump but there was still no delivery of insulin. The customer also reported scratches and cracks on the insulin pump. The insulin pump was reported to be on a loop thus no troubleshooting could be done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.